Manufacturer narrative:
The device was received with detached and or broken off end cap, cracked battery tube threads, reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The mother reported via phone call of her son's insulin pump being cracked. The mother states her son broke the device over the weekend. The customer's blood glucose level at the time of incident was unknown. The mother states her son slammed the device on to some bricks and caused damage on the right side of the pump. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.